Event description:
Pt revised because of pain, found osteolysis, polyethylene wear, and major bone loss.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.